Manufacturer narrative:
MFR site address 2: no. 20905 int.a.col.,cd.industrial, 22444. Device evaluated by MFR.: returned product consisted of a runway guide catheter. The device showed 1 kink. The kink was located at the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified artery. A 6f runway guide catheter was selected for use. However, when the guiding catheter was tried to insert during acute myocardial infarction case, it was noted that the second curve got kinked/broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified artery. A 6f runway guide catheter was selected for use. However, when the guiding catheter was tried to insert during acute myocardial infarction case, it was noted that the second curve got kinked/broken. The procedure was completed with another of the same device. No patient complications were reported.